Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of low flow was most likely biomaterial ingestion as an ingestion signature was identified in the logs and the patient's act was reported to be below the recommended range. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 39-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. It was reported flows for the device would not exceed 2.5 l/min on power level p9. Troubleshooting was unable to resolve the issue and the pump was removed. Upon explant, it was noted that a thrombus had been ingested and was wrapped around the proximal impeller shaft. A second rp flex device was subsequently implanted for support.